Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and the information provided, it was presumed that the peeling of the coating on the insertion tube occurred due to stress from use, external factors, or handling. However, the definitive root cause could not be determined. The event can be detected by following the instructions for use which state: the instruction manual¿ chapter 3 preparation and inspection, 3.2 preparation and inspection of the endoscope ¿describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the coating of the image guide hose on the fiberscope peeled off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.